Manufacturer narrative:
On 15-sep-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31511911l and no internal action related to the complaint was found during the review. An internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus (instructions for use) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-may-2025, bwi received additional information regarding the event. No malfunction of the catheter was found. The physician noted that there were no apparent product defects during the procedure, but since the cause of the incident is unknown, he cannot completely rule out the possibility of product-related issues. The pv (pulmonary vein) was normal. One transseptal puncture site was performed during the procedure. Number of performed pf (pulse field) ablations were 20 in the pv¿s, and no ablations were performed outside the pulmonary veins. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was indicated that after a persistent atrial fibrillation cardiac ablation procedure with a varipulse catheter, the patient experienced cerebral infarction leading to left hand paralysis, extended hospitalization, and additional rehabilitation. According to the physician, the patient has paralysis in the left hand and will undergo rehabilitation. Afterward the patient will be transferred to another hospital. The result of MRI (magnetic resonance imaging) revealed that there were two locations of cerebral infarction, one in the right frontal lobe observed. It can explain the paralysis in the left hand. There is the other one in the occipital lobe (temporal lobe) observed. The physician thought it was asymptomatic. In any case, rehabilitation will be performed, followed by a schedule for transfer to another hospital. The physician's opinion of the event was that the air was confirmed to be withdrawn more carefully than usual. The sheath was irrigated properly. The number of the ablations was approximately twenty times, which was not so many. The physician did not know the cause of the event, and it remains unknown whether the bw product might have caused the event or not. Additionally, the physician indicated that patient could walk; however, the patient has permanent paralysis in the left hand. The patient will be transferred to another hospital to undergo rehabilitation and followed by neurosurgery. No particular medical histories. No dialysis nor anything in particular to report. The congestive heart failure, hypertension, age: 75 years, diabetes mellitus, prior stroke or tia or thromboembolism (doubled (chads2) score was not so bad with high-risk. The neurological impairment event was cerebrovascular accident (cva)/stroke with MRI revealing cerebral infarction. The patient did not have anatomical abnormalities. The patient was able to walk but had left arm paralysis. The patient was to be transferred to another hospital to continue rehabilitation. Only one vizigo sheath was used for the la (left atrium), and it was exchanged twice. The act (activated clotting time) during ablation procedure was over 350 sec. The patient did not have history of stroke. There were no observations such as intracardiac excessive microbubbles observed via ultrasound, or excessive impedance errors noted during the case. Pre-ablation thrombus check was performed, and no thrombus found. No evidence of char or thrombus during the procedure noted. This case was new procedure, and pre-ablation no thrombus was found. The patient was a longstanding (psaf) persistent atrial fibrillation patient, which is not recommended per the varipulse's labelling.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).